Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) and two (2) controllers (B)(6) were not returned for evaluation, as the vad and controller (B)(6) remain in use. The device location for controller (B)(6) is unknown. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed intermittent decreases in power consumption and estimated flows throughout the analyzed period and two (2) low flow alarms logged since (B)(6) 2025. Additionally, log files revealed two (2) motor start events recorded on 22/sept/2025 at 23:08:17 and on 23/sept/2025 at 05:39:26, in which the motor start parameters were atypical. Log file analysis associated with (B)(6) revealed two (2) controller fault alarms recorded on (B)(6) 2025 at 23:46:35 and on (B)(6) 2025 at 00:25:13, indicating an issue with the internal battery. In addition, log files revealed that the controller was in use for more than two (2) years. Additionally, review of the event log file revealed three (3) controller power-up events with associated pump start events logged on 20/sep/2025 at 15:46:04 and on 22/sep/2025 at 23:08:08 and 23:48:48. The controller was without power for ten (10), fourteen (14), and nine (9) seconds, respectively. No anomalies were recorded leading up to the losses of power. Review of the event file associated with (B)(6) revealed four (4) controller power up events with one (1) associated pump start event logged on 23/sept/2025 at 05:39:26. Analysis of the event log file revealed that the date, pump ID, and alarm limits were being set prior to the controller power up event. Additionally, review of the data log file revealed that the controller was not in use prior to the controller power up event; the first data point was logged on (B)(6) 2025 at 05:39:50, indicating that the controller power up likely occurred during the initial programming of the controller and/or a controller exchange. Review of the alarm log file revealed two (2) vad disconnect alarms logged on (B)(6) 2025 at 05:34:15 and 05:35:43, indicating that the controller was powered on without the driveline connected, likely during the controller exchange. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on risk documentation, multiple factors may have contributed to the low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. The most likely root cause of the vad disconnect alarms can be attributed to powering up the controller without the driveline connec ted. Based on the available information, the most likely root cause of the reported loss of power event associated with (B)(6) can be attributed to the initial programming of the controller and/or a controller exchange. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. The most likely root cause of the loss of power event associated with (B)(6) can be attributed to the disconnection of both power sources, as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. D1: heartware ventricular assist system ¿ controller 2.0 d4: serial #: (B)(6) d9: no h3: yes h5: no d1: heartware ventricular assist system ¿ controller 2.0 d4: serial #: (B)(6) d9: no h3: yes h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient did accidentally double disconnected.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model#: 1420 / catalog#: 1420 / expiration date: 31-dec-2021 / serial#: (B)(6) d9: no h3: no h4: mfg date: 08-dec-2020 h5: no d1: heartware ventricular assist system ¿ controller 2.0 d4: model#: 1420 / catalog#: 1420 / expiration date: 30-nov-2025 / serial#: (B)(6) d9: no h3: no h4: mfg date: 13-nov-2024 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) exhibited low flow alarms. It was also reported that the controller exhibited controller fault alarms due to internal battery end of life and exhibited an unexpected loss of power. The controller was exchanged and the new controller exhibited an unexpected loss of power and the vad exhibited a motor start event with parameters outside of the typical range. The vad and the new controller remain in use. No patient complications have been reported as a result of this event.